Manufacturer narrative:
(B)(4): physio- control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported malfunction was not determined.

Event description:
During a pt use, it was reported that the device battery well one started flashing low forty mins into use. As the user pushed the "code summary" button and the device started to print, the device was reported to stop printing two seconds later and the display was blank. The device screen was blank approx 6 seconds and a device lock up occurred. The user pressed the power button and the device normal operation was restored. There were no further details on the event and/or the pt provided. There was no adverse event reported as the result of the device use.